Manufacturer narrative:
The calibration was last performed on 06-sep-2024 and it was acceptable. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The ldlc3 reagent lot number was 502643. The expiration date was not provided. The customer stated that qc was acceptable prior to the sample measurement. The field service engineer found that the sample probe was not optimally aligned with the rinse station, the rinse water volume was low, and the rinse mechanism was not delivering rinse fluids to the expected levels. He adjusted the rinse station to increase the water volume and verified the reagent probe adjustments. He also cleaned the solenoid valve and adjusted the rinse volumes to specifications. He then performed mechanical checks and precision studies and they were within specifications. The customer performed qc and the results were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ldlc3 assay on a cobas c503 analytical unit. Initial result: 3.94 mg/dl. The customer noticed that the initial result was low and repeated the sample. Repeat result: 139 mg/dl. The repeat result was deemed to be correct.